Event description:
No additional information regarding the statement, "the position of the target was changed once in 2016." Was able to be obtained. It is unknown if the patient is receiving rehabilitation treatment and it is unknown if the therapy issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted on (B)(6) 2015 due to parkinson¿s disease. The patient felt that their implantable neurostimulator (ins) provided ¿unsteady¿ symptom control. The patient had previously had their programming and medications adjusted many times, ¿but the effect was poor.¿ the cause of the issue was undetermined at the time of report. The patient had difficulty walking a nd experienced a ¿switching phenomena after dosage reduction¿ at the time of report. Additional information was received from a consumer via a distributor reporting that the patient had no effect after the operation. The position of the target was changed once in 2016 but there was no improvement after that. Due to the epidemic and the patient's difficulty in moving, the patient did not return to the hospital for programming control for 6 years. Now the patient's condition was very bad, body was particularly stiff, and the abnormal movement was serious. Except when sleeping, there were abnormal movements at other times and the patient could not take care of themselves. The patient's family has contacted the doctor at the hospital where the operation was performed and the doctor said it was not meaningful to go to the hospital for program control in the patient's condition. It was recommended to give the patient rehabilitation treatment. The issue was not resolved.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.